Event description:
Additional information received reported the implantable neurostimulator (ins) was depleted. It was noted the battery depletion was normal. The reporter stated the ins replacement was planned.

Event description:
It was reported that low out of range impedances were measured on the patient¿s implantable neurostimulator (ins). It was also reported that the patient had no stimulation sensation and stopped feeling the stimulation 2 months ago. The impedance test run showed readings of <(> <<)>150 on contacts #0-3, 1553 on contacts 0-1, and 1723 on contacts 0-2. It was unknown if a pocket adaptor accessory was used with the ins. Additional information received on the same date confirmed the low impedances (<(><<)>150) on contacts 0 and 3. It was also noted that the patient did not feel any stimulation on ¿1, 2 up to 10.5¿. The doctor stated that they ¿can¿t believe¿ the issue is with the lead. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# n22017a, implanted: (B)(6) 1994, product type lead; product ID 748966, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient; product ID 3587a, lot# n22017a, implanted: (B)(6) 1994, product type lead. (B)(4).